Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00287. It was reported that removal difficulties were encountered. The target lesion was located in a hepatic vessel. A 3.0mm x 150mm x 150cm sterling¿ sl balloon catheter was advanced over a v-18 guide wire for dilatation. The balloon was inflated for one time; however, when the physician changed position for other segment, the balloon did not inflate and became stuck on wire. The device was removed and the procedure was completed with another of the same device. No patient complications were noted and the patient's status was stable.